Event description:
An (B)(6) female with anorectal trauma was implanted with an action device on (B)(6) 2004. On(B)(6) 2010 the cuff and balloon were removed and replaced on (B)(6) 2010.

Manufacturer narrative:
Additional catalog# 72402105, additional serial#: (B)(4) . The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is replated to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.